Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using plate columbia ag 5% sb 90mm 20 there was biological contamination. Amount of affected plates is unknown. No patient impact was reported. The following information was provided by the initial reporter: "the substrate detaches from the dishes or changes colour."

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on recent complaint 5673261 against columbia agar with 5% sheep blood, catalog number 254005, lot number 2088918 event description: the customer reported the substrate detaches from the dishes or changes color. Complaint history review: complaint history was reviewed and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected return samples were not provided however pictures illustrating the color variation; contamination; fallout and moisture were shared. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented by 100%. However several cross-functional teams are conducting extensive investigation to reduce further the occurrence for such contaminations. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination; color variation; fallout and moisture. Bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that while using plate columbia ag 5% sb 90mm 20 there was biological contamination. Amount of affected plates is unknown. No patient impact was reported. The following information was provided by the initial reporter: "the substrate detaches from the dishes or changes colour."